Event description:
Customer reported that he could not wear on his abdomen because he had an infection at an infusion site which required a mupirocin prescription.

Manufacturer narrative:
Device was not returned for evaluation. Unable to determine product condition. No review of qualification and sterilization records was possible because no product lot number was reported. The omnipod user's guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," and cautions "if an infusion site shows signs of infection, immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider."